Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not allowing oxygen (o2) to be increased or decreased. The device was in use on a patient at the time the reported issue was discovered-- the device was removed from service, and the patient was moved to another device for procedure; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen was not allowing oxygen (o2) to be increased or decreased, and although the customer eventually got the touchscreen to work, the display was not showing data. The customer also informed that the settings were very difficult to change in normal operation mode. The remote service engineer (rse) advised the customer of a possible touchscreen or touchscreen calibration issue and provided the customer with the part number of the replacement touchscreen for repair. The customer ultimately requested for an onsite evaluation, and a service quote for repair was sent to the customer for approval. The customer accepted the quote, and an authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp powered on the device and was able to change the settings in diagnostic mode. The asp utilized the touchscreen diagnostics (different than touchscreen calibration) tool and reset touchscreen, which fixed the issue. After performing a pre-test, the asp found that the volume, brightness, o2 level could be changed without any problems and advised the customer to monitor the device to be sure that the problem does not return. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.